Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon would not stay inflated. Another device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.